Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed an intermittent failure to shock while the customer was performing preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The customer replaced the paddles to resolve the issue. The device remains in use with the customer.